Event description:
It was reported that minibore bi-fuse pressure 2 IV connector broke. The following information was provided by the initial reporter: material no: mz5307, batch no: unknown. [Event 1] it was reported that tubing was tugged and broke at the y-site.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/10/2021. H.6. Investigation: the customer reported that the tubing tugged and pulled at the y-site, and returned one used sample of model #mz5307. The sample was clearly separated from the tubing connection at y-site, and the complaint is verified. The tubing appeared to be fully inserted. No other failure modes were observed. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause is determined to be insufficient solvent.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that minibore bi-fuse pressure 2 IV connector broke. The following information was provided by the initial reporter: material no: mz5307 batch no: unknown. [Event 1] it was reported that tubing was tugged and broke at the y-site.